Event description:
It was reported that a dissection occurred. The patient presented for percutaneous transluminal coronary angioplasty. The target lesion located in the left anterior descending artery was treated with a 3.00 x 48 synergy drug-eluting stent. After the implanted stent was post dilated, a type c, distal edge dissection was noted in the distal part of the stent. Another stent was deployed distally and overlapping to cover the dissection and complete the procedure. There were no further patient complications reported. The patient status post-procedure was stable and the patient has fully recovered.